Event description:
A zimmer dermatome was loaded with a padgett dermatome blade. The or (operating room) staff did not realize this until the physician began to harvest his split-thickness skin graft and actually cut deep, a near full thickness graft. The fat and deep papillary dermis was exposed. As a result, the patient's wound was extended by 1 inch on either side.